Manufacturer narrative:
Sensor 0m000dh3pz4 was returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The sensor plug was properly seated. Upon visual inspection of the sensor plug assembly; no failure mode was observed. The sensor tail was observed to be severed. Performed a visual inspection on the applicator and no issues were observed. The applicator had been fired correctly. Visually inspected the sensor pack and damaged transition features were observed. Therefore, the issue is not confirmed to use due to the incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted. Additional information section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A caregiver reported the tip of the adc freestyle libre sensor remained under the customer's skin and was unable to be removed. On (B)(6) 2020, the customer¿s mother attempted to remove the sensor however, a part of the sensor tip was left in the customer¿s skin and flegmoton ointment was applied to the site. The mother scheduled an appointment for (B)(6) 2020 to have the remaining sensor tip removed by pediatric surgery. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the tip of the adc freestyle libre sensor remained under the customer's skin and was unable to be removed. On (B)(6) 2020, the customer¿s mother attempted to remove the sensor however, a part of the sensor tip was left in the customer¿s skin and flegmoton ointment was applied to the site. The mother scheduled an appointment for (B)(6) 2020 to have the remaining sensor tip removed by an pediatric surgery. There was no report of death or permanent injury associated with this event.